Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 428 mg/dl at the time of the incident. The customer's current blood glucose level was 434 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the cannula was bent. The customer also reported that the insulin pump had a no delivery alarm but it was resolved by performing the troubleshooting. The insulin pump will not be returned for the analysis.